Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated she had issues with the quick release and could not take the device off to shower. The customer tried changing the infusion and reservoir set which caused the device to leak. The refused to talk to the help line for assistance and stated that they have an appointment a certified pump trainer to help with the adjustment. No further information was provided.